Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that red alert was detected on remote monitoring system website for the patient. The implantable cardioverter defibrillator (ICD) had the ventricular tachycardia (vt) mode set to a value other than monitor plus therapy. Due diligence was performed however no additional information was obtained. The device remains in service. No adverse patient effects were reported.